Event description:
I have mentor smooth round moderate plus profile gel breast implants that I believe have caused chronic illness over the past two years. I have been referred by my general practitioner to multiple specialist for over 30 systemic symptoms and I've recently been diagnosed with two different autoimmune diseases. All of these symptoms and diagnosis happened years after receiving breast implants. I have had blood work, CT scans, multiple MRI, biopsies of small intestine/stomach, and multiple ultrasounds of reactive lymph nodes. List of specialists I have been referred to: neurologist, smelling smoke, metal taste, nerve study because of tingling in fingers and toes dermatologist, rashes, bumps, itching, drastic change in skin ophthalmologist - blurred vision and excessive dry burning eyes, halos around lights general surgeon - reactive lymph nodes for longer than 6 months allergist - food sensitivities/intolerance, itching for body and eyes, sinus allergies, medication allergies pulmonologist, lung nodules, sleep study for fatigue, insomnia, apnea gynecologist, low libido, pelvic pain, frequent urination, hysterectomy, breast pain, lymph nodes in armpit gastroenterologist, biopsies upper endoscopy symptoms experienced: anxiety, panic attacks, depression unexplained fevers mood change ringing ears, itchiness with no rash like bugs crawling on skin - newest- blister rash on upper body/face dizzy/off balance, roller coaster, whoosh feeling eye twitches on and off for weeks at a time systemic inflammation symptoms, auto immune symptoms, celiac, diverticular disease food intolerances, food allergies, mouth gets itchy, nose get stuffed up, tight throat. (Referred to dr. (B)(6) for allergies) nausea/vomiting, loss of appetite 35 lb weight loss in 6 months without changing habits sensitivity to smells, sounds (referred to neurologist) metallic taste in mouth brain fog, trouble recalling names of objects, places or people's names constant headaches/migraines loss of concentration constant fatigue, sleep study done ((B)(6) medical group) insomnia, sleep study done, change in vision - blurry, halos around lights (was seen by optometrist dr. (B)(6) on (B)(6)) chronic dry/red eyes - optometrist says inflammation causes or environmental on going allergies symptoms- runny nose constantly drips, sinuses sore neck as if a mass is pushing on something (left side near upper cervical) sore or tight throat- sometimes feel like there is something in my throat when I swallow other than my tonsils. Swollen lymph nodes dating back to 2019 stabbing pains in breasts - intercostal burning pain in breasts/sternum shortness of breath heart palpitations gi problems - dr. (B)(6) stomach/gastro pains, diarrhea pelvic pain, pelvic pressure, constant urination - had hysterectomy (B)(6) 2020 tingling in fingers and toes constantly cold stabbing pain in hip joints lower leg cramps and spasms mild flu symptoms daily for more than 6 months - general muscle aches. I am currently waiting for more blood work results as well as lymph node ultrasounds. General muscle aches, unexplained high cholesterol. FDA safety report ID # (B)(4).